Event description:
Boston scientific crm received information that the patient with this device presented to the emergency room with chest pain and fatigue. A nelectrocardiogram revealed oversensing with pacing inhibition for a six second interval where no intrinsic ventricular activity was recorded and no pacemaker pulses were delivered. A complete interrogation of the device revealed no issues. A technical service consultant was contacted. The device sensitivity was reprogrammed. There were no further issues reported. Three years later, this device was removed and returned. No further allegations were reported during this time.

Manufacturer narrative:
This pacemaker was inspected upon receipt at boston scientific's post market quality assurance laboratory. A hole in the ventricular seal plug was observed and testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing and may have contributed to the reported clinical allegation.